Event description:
The device was used during an ovarectomy procedure, reportedly, the instrument did not fire and the cartridge was difficult to unload. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.